Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on an unknown sample. Rt pcr ID now confirmation testing was performed on (B)(6) 2021 and generated a positive result (CT values not provided). The customer reported that on the same day the patient underwent a exam and was betting on a "not detected" results. The customer reported that the patient had been covid positive in another laboratory in (B)(6) 2021. (Methodology unknown).